Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a 74.7mm thoracic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 32mm, 4mm above the celiac artery, and 36.1mm in diameter right above the aneurysm entrance 2cm above the celiac. The length from 2cm proximal to the celiac to the distal end of the aneurysm was 113mm. The index procedure was completed as a snorkel procedure. In addition, it was reported that intraoperative the axillary conduit failed and excessive bleeding at the site of the ax conduit was noted which added a complication to the procedure. It was reported that the patient presented symptomatic with pain and the physician found a noticeable type ia endoleak. The patient underwent a de branching of the sma and celiac and then an additional valiant stent graft was deployed to exclude the endoleak and snorkels. The cause was attributed to inadequate proximal seal of the primary valiant implant against the parallel snorkel grafts. The intervention was completed successfully and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. The review of returned pre-implant films confirmed that the patient had a juxtarenal aneurysm located from near the celiac artery and extending distally to just below the level of the renal arteries. The narrowest portion of the abdominal aorta, just below the renals, measured 19mm in diameter. The abdominal aorta and both iliacs were calcified. The right common iliac diameter ranged from 17-23-19 mm, and the left common iliac diameter ranged from 12-31-15mm. Images during and post-implant were not provided, and the reported endoleak could not be assessed.